Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component did not find any deviations or anomalies. This device is used for treatment. The radiographic image appears to show radiolucent lines. The radiographs were not evaluated by health care professionals. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues are noted. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Visual inspection of the tibial component identified nicks and gouges on the surface of the device. Bone cement remains are noted on the distal surface of the device. Both the pegs have been cut off. Review of the device history records did not find any deviations or anomalies. The additional information does not change the root cause of previous investigation. The root cause is design issue as identified in z-1266-2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Review of the revision operative notes indicates that the signs and symptoms were consistent with failure of tibial implant. The femoral and patellar components were well fixed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay correct information in PMA #..